Event description:
It was reported that the universal cuff would not fit on the patients index or middle finger of either hand. The universal cuff would only fit and close appropriately on the left hand ring finger. The patient was male, 6 ft 1 in and 180 pounds. Only pertinent cardiac or vascular medical history was persistent a fib. He was having a pvi ablation done. This was for an ep lab evaluation of acumen cuff so we were doing comparison to radial arterial lines. The radial arterial line was in the right radial artery and the universal cuff was on the left hand ring finger. Despite physiocal of 70 and sqi of 4, the universal cuff pressure was lower than the arterial line. Transducers were at same level and arterial line was optimally dampened a square wave test performed to confirm. The closest the maps ever got were within 12 points of each other. Device will be returned. There was no patient injury. Bp comparison towards beginning of case: right radial arterial line: 133/68 (90). Universal cuff left ring finger: 107/59 (75) physiocal 70, sqi 4. Bp comparison around middle of case: right radial arterial line: 115/69 (82). Universal cuff left ring finger: 94/55 (69) physiocal 70, sqi 4. Bp comparison towards end of case: right radial arterial line: 147/84 (100). Universal cuff left ring finger: 116/69 (86) physiocal 70, sqi 4. With the pressure from the universal cuff on the left hand ring finger not matching the right radial arterial line pressure the rep completed the troubleshooting: troubleshooting steps with cuff on ring finger wouldnt fit any other fingers: assessed for any alarms on the hemosphere. No alarms indicating issue with ability for the cuff to perform appropriately. Ensured that the physiocal and sqi were good physiocal 70 and sqi 4. Confirmed that the left arm was straight and there wasnt anything that could be impeding blood flow to the left hand in regards to positioning. Confirmed connection of the finger cuff was secure in the pc2k. Assess the pc2k from finger cuff all the way to the hemosphere monitor to ensure that the air flow was not being impeded anywhere. Removed the cuff to ensure there was no physical damage to the cuff before reapplying to the ring finger. Ensured that hrs and arterial line were at same level. Hrs clipped directly beside arterial line transducer. Please note the hemosphere is on 7.6 so the hrs did not require zeroing but the rep did calibrate and re-zero the hrs just for good measure after the initial readings were not matching the arterial line. Ensured that the arterial line was optimally dampened to confirm accuracy of pressure. Rezeroed arterial line and performed square wave test which provided appropriate number of oscillations 1.5-2 to confirm optimally dampened arterial line. Confirmed that the patient did not have any vascular history that could cause issue with accuracy of universal cuff reading. No vascular disease reported by clinician, and also pulse oximeter was on the same hand with optimal waveform reading. Patients hand was warm to the touch. Hemodynamics from the universal cuff reading did not indicate elevated vasoconstriction that could cause decreased flow to the fingers. Per the clinician, the right radial arterial line blood pressure made more sense for the clinical picture and followed the patients trend of blood pressure from his pre-operative nibp upper arm cuff readings.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcomingwhen the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one pacing acumen iq finger cuff. The customer report of sizing and pressure reading issue and inaccurate values was not able to be confirmed. Finger cuff passed eeprom verification with unused status. Finger cuff inflated, zeroed, and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. Finger cuff sensor passed both pre and post decontamination leak test. A device history record review was completed and document that the device met all specifications upon distribution. An engineering evaluation was initiated to asses for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the complaint for sizing and pressure reading issue and inaccurate values was unable to be confirmed since no defect was found. Therefore, a product non-conformance or device failure could not be confirmed. The adult cuff has been tested and shown to be accurate on fingers with circumferences ranging from 43-71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. As part of the manufacturing process, 100% of the units go through visual inspection, electrical testing, and qa sampling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.